Event description:
Account stated the bed has no power; no functions. They found a fuse was blown. Account found the pendant cable was damaged. He disconnected the pendant from the bed and replaced the fuse and the bed worked properly. Account ordered a replacement pendant.